Event description:
The patient's legal guardian (lg) reported on behalf of the patient the pod fell off the infusion site (leg) while the patient was in the pool at a waterpark. The patient's blood glucose levels rose to 18.9 mmol/l (340.2 mg/dl) whereas the patient's target range is between 4 mmol/l to 9 mmol/l (72 mg/dl- 162 mg/dl). The pod was worn for between 5 and 24 hours. A new pod was applied. The pod was discarded.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.